Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the vascular diagnosis procedure was performed when the issue happened. The procedure was completed after restarting the system. The philips field service engineer (fse) visited the site and found host pc had an application error, couldn't reinstall software. To resolve the problem, the fse replaced the pc, reinstalled software and return the part for further analysis and it found an application error due to faulty dimm module. Due to manufacturing issues, the dimm may not function as intended, leading to issues with the system's functionality. To resolve the issue, on another case philips has initiated a medical device correction (z-1156-2024). After replaced the pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had an application error that required a reinstallation of the operating system and clinical application. No harm to the patient or user was reported.